Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient's son randy called back reporting patient continues to experience lack of therapeutic effect. Caller requested assistance increasing amplitude. Reviewed how to do so and caller stated they increased to 3.5 and patient was not feeling any stimulation sensation. Caller also mentioned the patient has lost weight and the lead is more visible under the skin than it was previously. Caller indicated they will monitor symptoms from here and had to end the call. Redirected to managing hcp if not resolved.

Event description:
Additional information was received from the patient. It was reported that the cause was undetermined. The patient was sent to an x-ray to see if the leads have moved. Waiting for the results.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va2n0df, implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  the "last couple of months" the patient had a return of symptoms and has been wetting more at night. Patient services (ps) walked caller through how to change programs. Caller stated they had tried increasing stimulation but the patient experienced discomfort in the bike seat area and also felt a "tingling/vibration" and "heat." Caller mentioned that patient has had "some falls." Patient will maintain stimulation level and will continue to track symptoms. The caller was redirected back to the patient's healthcare provider if the issue persists.